Event description:
It was reported that during procedure, 8 dissectors had frequent alarm and still alarms after wiping and rinsing. Same situation when changing the second blade. The surgeon switched to another manufacturer. The dissector did not break during procedure and did not fell inside the patient's cavity. There was no patient injury. Medtronic's initial evaluation of the incident device found that the device's jaw disengaged, the broken jaw was returned.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdr). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, eight dissectors had frequent alarm and still alarms after wiping and rinsing. Same situation when changing the second blade. The surgeon switched to another manufacturer. The dissector did not break. There was no patient injury. Medtronic's initial evaluation of the incident device found that the device's jaw disengaged, the broken jaw was returned.

Manufacturer narrative:
D10 concomitant product: scda39, ultrason dissect scda39 curved jaw 39cm (lot#41910194x); scgaa, reusable generator a scgaa (serial#unknown); scba, battery scba (serial#unknown); scda39, ultrason dissect scda39 curved jaw 39cm (lot#41910194x); scda39, ultrason dissect scda39 curved jaw 39cm (lot#41910194x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.